Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump has been alarming unexpected restart repeatedly. The customer's blood glucose was 120 mg/dl. It is unknown if troubleshooting was performed. The device is being returned for further analysis.

Manufacturer narrative:
Device passed displacement test and unexpected restart error test. No unexpected restart error noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.